Manufacturer narrative:
H4: the lot was manufactured from august 19, 2020 - august 20, 2020. H10: the device was received for evaluation. Visual inspection was performed using the naked eye noted drug precipitate inside the bladder. A flow test was attempted on the device by filling the device with dextrose solution; flow of fluid was not observed at the distal end of the flow restrictor. Force prime was performed several times to revive flow, but flow was not observed. Subsequent examination of the flow restrictor identified white crystallized drug blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. The reported condition was verified. The cause of the crystalized drug could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) did not infuse medication to a patient. The device had been filled with desferrioxamine 2400 mg in 47 ml sodium chloride 0.9%. This was observed after use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.